Manufacturer narrative:
(B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the anterior tibial artery. A 300cm v-14¿ controlwire® guide wire was advanced to the lesion however the guide wire became snagged in the densely calcified lesion in the proximal one-third of the anterior tibial artery. A attempt was done to withdraw the guide wire however the tip of the wire broke and remained in the lesion as the detached tip could not be recaptured. The procedure was terminated. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the unit was returned with its original pouch. The unit returned has wire kinked and distal tip damage, as part of overall visual revision. Unit returned matches with upn provided by the customer. Visual inspection was performed and the device returned had kinked along the body; and the distal tip was partially detached, exposing the corewire tip, approximately 1.3cm. No evidence of corewire fractured. All the outer diameter (ods) and guide wire overall length taken were compared and all of them are according to specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred the target lesion was located in the anterior tibial artery. A 300cm v-14¿ controlwire® guide wire was advanced to the lesion; however, the guide wire became snagged in the densely calcified lesion in the proximal one-third of the anterior tibial artery. A attempt was done to withdraw the guide wire however the tip of the wire broke and remained in the lesion as the detached tip could not be recaptured. The procedure was terminated. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported via voluntary maude report no. (B)(4) that it was decided to leave the tip inside the patient as it was not causing any further blockage.